Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that there was a sudden loss of stimulation on (B)(6) 2016. The patient stated that every time they visit the prison and go through the security scanners they felt pain where the implant was. The patient reported that sometimes they forgot to turn the implant off before going through security and even when it was off the patient felt a "funny feeling."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.